Event description:
The pt reported that following removal of the ground pad from his thigh, he developed an allergic reaction/contact dermititis in the area of the ground pad. He required both topical and systemic steroid medication to treat the skin irritation. His recovery is complete.